Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Total patients involved: 14 patients (08 male and 06 female) underwent revision surgery after bkp and 105 (21 male and 84 female) consecutive patients underwent single bkp, age: 79.7 years (mean age). It was reported via literature titled " characteristic radiological findings for revision surgery after balloon kyphoplasty" post-op, a total of 120 patients in which 14 patients underwent revision surgery after balloon kyphoplasty (bkp). Radiographs revealed cement dislodgement to the anterior and a fracture of the caudal vertebral body (l2). Revision surgery was performed for uncontrolled back pain or neurological deficit after bkp, due to cement dislodgement, recollapse of the vertebra, and adjacent vertebral fracture. An l1 corpectomy was performed, with autografting and posterior fixation from t10 to l3. The clinical reasons for revision surgery included back pain in 13 patients and leg pain in 1 patient. Posterior fusion was performed in 10 patients. Anterior and posterior fusion were performed in 4 patients for cement dislodgement repair. During posterior fusion, posterior instrumentation and bone grafting were performed, without cement removal. In anterior and posterior fusion, cement removal and bone grafting were performed, using an anterior approach, and posterior instrumentation was added. Adverse events: pedicle fracture of the caudal vertebral body (l2), and posterior wall injury, split type fracture, back pain, leg pain.